Event description:
Customer reported that the device had a service indication, and gave the "call service" message. The device had a fault code in memory that indicates a potentially critical failure. There were no reports of patient involvement with incident.

Manufacturer narrative:
(B) (4). Customer declined physio-control's repair offer. The device has been taken out of service, and customer will purchase a replacement defibrillator. The root cause of the issue is unknown.